Event description:
It was reported that patient underwent partial knee replacement procedure in (B) (6) 2007. Subsequently, a revision procedure was performed on (B) (6) 2010, due to a failed knee. The components were removed and replaced with a total knee. No further information has been provided to date.

Event description:
It was reported that patient underwent partial knee replacement procedure in (B) (6) 2007. Subsequently, a revision procedure was performed on (B) (6) 2010, due to a failed knee. The components were removed and replaced with a total knee. No further information has been provided to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. Upon receipt, device will be evaluated and a follow up report will be forwarded to the FDA.date implanted - october 2007, exact day unknown.